Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6)2014, product type: catheter. (B)(4).

Event description:
It was reported the pump moved due to weight gain (gained 50lbs. Since 2014). It was stated sometimes the healthcare provider (hcp) had to manipulate the pump for refill. The hcp told the patient the pump did not cause the weight gain. The patient was considering having the pump removed due to the weight gain (patient read on-line about people wanting to get their device removed due to weight gain). The patient was directed back to her hcp. The pump was used to deliver dilaudid (hydromorphone). No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.